Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap nissen. According to the reporter: once the cartridge was attached to the handle the needle would not toggle. Doctor used another 173016 to continue the case. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.